Event description:
It was reported that balloon rupture occurred. A 3.00mm x 30mm emerge balloon catheter was advanced for dilation. However, during the first dilation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.